Event description:
It was reported that the procedure was to treat the proximal right coronary artery with severe calcification. The 3.5x38 mm xience skypoint stent delivery system (sds) was being advanced but met resistance with the guide catheter extension. The sds was removed; however it was found that the stent was not on the device but on the copilot. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to advance could not be determined; however, the reported dislodge stent appears to be related to operational context. Possible factors that may contribute to difficulty advancing the stent delivery system (sds) through the guiding catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the sds, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or sds. In this case, a conclusive cause for the reported difficulty advancing the device cannot be determined since the device or component were not returned for analysis. Additionally, it is likely that the stent became dislodge from inadvertent manipulation of the sds, against the reported difficulty advancing the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.